Event description:
Adverse event(s): "postoperative surprise" (postoperative refraction, unexpected). Product problem(s): "none reported" (no information [iol (intraocular lens) implant]). A surgeon reported a pt with a postoperative surprise following intraocular lens (iol) implant surgery. Add'l info has been requested.

Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Add'l info was requested on 07/12/2010 and 07/26/2010 by phone, fax, and mail. A completed questionnaire has not been rec'd. (B)(4).